Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope displayed a noisy image during use. There was no patient injury reported and the therapeutic procedure was completed with the same device.